Event description:
Per the clinic, the patient experienced extrusion of the implant. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the site of the exposed implant. The patient was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.